Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received six inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d) while kitesurfing. Technical services (ts) review of the episodes was requested. Upon review, ts discussed that the patient was in a supraventricular tachycardia (svt) with rapid conduction in the ventricles. After the atp treatment, the a to v frequently slowed down slightly and the re-increased and stabilized again. The shocks were not effective in converting the svt. Ts discussed programming options to decrease the risk of further inappropriate therapy delivery. The crt-d remains in service and no additional adverse effects were reported.